Manufacturer narrative:
A product investigation was completed: the returned instrument was examined and the complaint condition was able to be confirmed as the alignment tab was broken off of the instrument was not returned. No definitive root cause was able to be determined however the failure mode is consistent with the application of excessive force/off-axis loading. Per the technique guide, the 03.010.045 standard insertion handle is an instrument routinely used during the insertion of femoral and tibial nails including in the titanium cannulated retrograde/antegrade femoral nail system and the suprapatellar instrumentation for titanium cannulated tibial nails system among others. The returned instrument was examined and the complaint condition was able to be confirmed as the alignment tab (approximately 2.5mm x 3mm) was broken off of the instrument was not returned. Relevant drawings for the returned instruments were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A design change was enacted specifically to address the complaint condition of the returned instrument, broken alignment prong. The returned instrument was manufactured after to the design change. A device history review was performed for the returned instrument¿s lot number and in each instance no material review reports, non-conformance reports or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. No definitive root cause was able to be determined however the failure mode is consistent with the application of excessive force/off-axis loading. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted or explanted. (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: february 23, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that a patient underwent a surgical procedure on (B)(6) 2016. During nail insertion, the connecting part of the handle broke preventing proper placement/positioning of the nail. Another part was readily available. However, after a hard attempt at implanting the nail correctly, the surgeon was unsuccessful and decided to close the patient and try again the next day. Approximately fifteen (15) hours later, the patient returned to the operating room and had the nail implanted (using a new insertion handle). The second procedure was completed successfully without delay. The patient's status was reported to be okay. This report is 1 of 1 for (B)(4).